Manufacturer narrative:
The lens was discarded by the account and not returned to the manufacturer for analysis. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this order number were received. Based upon the above and the fact that no lens was available, no further investigation could be performed. This specific complaint analysis is inconclusive. All available information is included in this report.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced with a higher diopter iol without complication 3 months after it was implanted. The reason stated was initial power error.